Event description:
Procedure type: lap gastric bypass. According to the reporter: the device would not transfer needles. Lost two needles trying to pass them from side to side. The needles disengaged during application through tissue. They were removed without issue. No delay in operation.